Event description:
It was reported that a spectrum pump had a "zero button doesn't work at all". Any pt involvement, injury, or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device .the device was found out of spec in relation to the reported symptom of "zero button doesn't work all the time", which was reproduced. During eval, it was observed that when the #0 key and the (.) Key is pressed unit had an intermittent response. All other keys remaining are operating as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.